Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the investigation performed in the laboratory, the issue partial deployment could be confirmed as the device was found partially deployed before disinfection and deployed at the moment of the decontamination. Fracture is also confirmed. A test could not be performed. Challenging placement site and difficult patient anatomy would require high release force during deployment. It is reported that the vessel did not present calcification. Insufficient flushing of the device before use may be contributing factors to the reported issue. Based on the information available a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use states: "a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure." The instructions for use states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment. Regarding tortuous anatomy the instructions for use states "prior to stent graft deployment in tortuous anatomy, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy; the packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency endovascular stent graft are identified in d2 and g4. H10: d4 (expiry date: 02/2023), h11: b5, h6 (result, conclusion), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to deploy. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the fluency endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency endovascular stent graft are identified. (Expiry date: 02/2023).

Event description:
It was reported that during stent deployment procedure, the stent allegedly deployed partially. There was no reported patient injury.